Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer received multiple, occlusion alarms. Reportedly, the customer's blood glucose level was over 500 mg/dl which was addressed by administering a manual injection. Reportedly, a supply change was performed to address the issue.